Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 6 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) on (B)(6) 2015 reported a patient was diagnosed with peritonitis. The event occurred on (B)(6) 2015 when patient reported symptoms of peritonitis and was admitted the hospital. The patient was diagnosed with peritonitis while at the hospital. As of (B)(6) 2015 the patient was discharged from the hospital and transferred to hemodialysis modality. At the time of the report the patient was recovering. Further information on treatment medication and hospital course of care was not provided.